Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date upon investigation of this incident, the field service engineer (fse) had confirmed that the issue has been resolved. But no resolution was provided on how the issue was resolved. The system functioned as intended and case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower door 4 had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.